Manufacturer narrative:
The ge rep performed an on site investigation. The tube was replaced and the filament was calibrated. The sys was then found to be operating as intended.

Event description:
The customer reported no fluoroscopic x-rays. No report of pt injury.